Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) alert message "maintenance needs to be considered" remained. Also, an internal test error code #14 occurred when the power was turned on. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was able to replicate the reported complaint. Fse replaced compressor this corrected the issue. Perform periodic calibration, the inspection results based on the inspection record sheet were good. Device cleared for clinical use is unknown. Patient involvement was there, no harm reported. The defective components were received for further investigation. The nrc could not verify the failure of the compressor. Found that all functions were normal. After an extensive testing (5 hours) the tests did not trigger the reported problem of ¿maintenance required message, power-up test fails # 14 prior compressor failure etf)¿. Retaining the compressor in the failure analysis and testing department per procedure. The root cause selection for this investigation will be ¿not confirmed¿ due to the failure analysis and testing department was unable to replicate the failure.